Event description:
It was reported that the patient presented in clinic during a follow up. The device was found to be at elective replacement indicator (eri). Premature battery depletion was noted. The device tripped to end of service (eos) prematurely. The device was explanted on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The device was tested on the bench, and high current was observed. The cause of the high current, and thus the premature battery depletion, was traced to the hybrid circuit.